Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A history review of serial number (B)(4) showed one other similar complaint from this serial number. Both complaints for this serial number ((B)(4)) have been reported from same facility.

Event description:
Per biomed - the scanner is out of calibration, the needle shows to the side of where it supposed to be.